Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. Date of occurrence estimated as (B)(6) 2013. Physician declined to provide date of occurrence

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide device after an unspecified procedure. Reportedly, an unspecified device failure occurred. The method of achieving hemostasis was not specified. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. It is unknown if the physician is trained in the use of the proglide device. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch, additional information received: returned device analysis revealed one of the anterior cuff tabs (measuring approximately 0.01 by 0.01 inches) was broken off and not returned with the device. The physician has been notified. Reportedly, there was no adverse patient effect. The physician is reportedly trained in the use of the proglide device.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported device failure was confirmed. Device analysis revealed a posterior cuff miss occurred. Additionally, one of the anterior cuff tabs (measuring approximately 0.01 by 0.01 inches) was broken off and not returned with the device. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.